Event description:
It was reported that during a thrombectomy treatment procedure, that patient went into cardiac arrest. The target lesion was located in the inferior vena cava. A non bsc thrombectomy device was used, but was unsuccessful in removing the thrombus. An angiojet® solent¿ omni was then advanced. The angiojet was used for less than a minute total. The patient was fine for the first 30 seconds, then went into bradycardia, at which point the angiojet catheter was turned off and removed. At about the same time, the patient went into cardiac arrest and CPR was performed. The patient went on extracorporeal membrane oxygenation (ECMO) and was moved to the intensive care unit (ICU). No further patient complications were reported and the patients status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).